Manufacturer narrative:
The device is expected to be received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported the device was explanted on (B)(6) 2019. The suspected allegation is premature battery depletion. It was also indicated that all electrical parameters (sensing, impedance and threshold) were normal before and after replacement. No adverse patient effects. The device will be returned for analysis.

Manufacturer narrative:
The returned autogen mini ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, this device was explanted due to suspected premature battery depletion. It was reported that all electrical parameters (sensing, impedance and threshold measurements) were normal before and after the device was replaced. No adverse patient effects were reported. Additional information: this report has been updated to include final analysis results.